Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited memory corruption in some of the diagnostic data. The erroneous data was cleared and the device was restored to its normal function. The patient was stable.